Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate high voltage therapy from their cardiac resynchronization therapy defibrillator (crt-d). It was additionally noted that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos) which lead to the inappropriate therapy. The lead was reprogrammed. The device and lead remains in use. No further patient complications have been reported as a result of this event.